Event description:
The first clip applied to the vessel fired appropriately. The second clip fired but did not secure to the vessel and was found to still be on the end of the clip applier, rotated to the side, still between the black and silver tip of the applier with another clip loaded over it.